Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient was in a car accident in 2010 which caused the implant to stop working entirely. It also caused headaches and problems sleeping, dislodgement of the implant components (since she could feel it ¿smashing¿ when doing yoga¿, and it was painful when lying down. The headaches issue lasted a year and other pain improved somewhat through the healing process.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that she was having back pain which started after her car accident. The patient stated that the device had "'moved' out of place or become dislodged after she was in a car accident." After the car accident the patient stated that the stimulator was shocking different parts of her body and muscles. The patient stated that her urologist confirmed that the device was "dislodged for sure." The patient reported that she kept trying to use the implant and tried different settings, but it still was shocking her in different positions so she hasn't used it since. The patient mentioned that when she was first told about the device she didn't really understand it and when she got to the clinic to get the implant they asked if she read the literature they gave and she said yes when she had not. I a letter from the patient the patient mentioned that she had headaches and drowsiness and severe fatigue for a few months following the car accident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.